Manufacturer narrative:
Upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
New information received notes that the noise was confirmed to be a lead issue, and the issue was noted during a routine generator change for the chronic device.

Event description:
It was reported that a patient presented with signal artifact noted on the patient's implantable cardioverter defibrillator. The device was explanted on 5 sep 2024. No adverse effects were noted.

Manufacturer narrative:
The reported event of noise was confirmed. Device image was reviewed by tech services and the device behaved as normal. Noise was observed in the device image but was not due to a device anomaly. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.